Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2021. Post procedure, the peg tube dislodged between stomach wall and abdominal wall which caused four to five liters of feeding solution to leak in the abdomen. This resulted in the patient getting peritonitis and septic shock requiring surgery to fix. It was reported the patient went into renal failure. As per physician assessment, the dislodged peg tube contributed to the peritonitis, septic shock and renal failure. The condition of the patient was reported as expected to fully recover.